Event description:
It was reported that during an embolization treatment procedure, a coil detachment occurred and a portion of the coil was protruding in the iliac artery. Vascular access was obtained via the left common femoral with an 11fr introducer sheath. An imager ii catheter was advanced thru the aorta into the internal iliac. A 20mm x 40cm .035 interlock coil was deployed greater than 90% but would not further deploy, and became lodged inside the imager ii catheter. The imager ii catheter was pulled back so the coil could fully deploy, however part of the coil was protruding out into the external iliac artery. The imager ii catheter was removed, inspected and no defects were found. Another imager ii catheter was placed and a second coil was deployed in the internal iliac artery. The procedure was completed with placement of an unspecified stent graft that covered the protruding interlock coil in the external iliac artery. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).